Event description:
Two days after a synvisc one infection my husband required emergency surgery to flush his knee of extreme infection. He spent over 5 days in the hospital with a drain in his knee, high doses of pain medications, antibiotics from an infectious disease specialist. When he was finally discharged he was on very strong antibiotics for many, many weeks and continued to be very ill for many months. He was forced into permanent disability, and, to date, has never been the same physically or psychologically since receiving synvisc one injection. The details and history since he received the synvisc one injection are well documented in several medical specialist's records and are too numerous/ lengthy to describe/ list here. All aspects of his life have been seriously and adversely impacted by receiving a synvisc one injection.